Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported by the customer that the solution stopped coming out of the bd micro-fine¿+ pro pen needle in the middle of injection. The following information was provided by the initial reporter, translated from japanese to english: a patient noticed that the drug solution stopped coming out in the middle of injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 25-oct-2022. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from an unknown lot. No., cat. No. 320559. A clog test as per q-sop-183-dl was carried out on the returned sample and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned sample therefore no root cause can be identified.

Event description:
It was reported by the customer that the solution stopped coming out of the bd micro-fine¿+ pro pen needle in the middle of injection. The following information was provided by the initial reporter, translated from japanese to english: a patient noticed that the drug solution stopped coming out in the middle of injection.